Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section b-3 date of event: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dxr00v model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Patient reports concentric circles and starbursts are seen with bright lights and all lights blur together at night time. Symptoms do not occur during the day and the patient can't make plans after 4pm due to visual issues. Pilocar was prescribed after the lenses were implanted and patient takes restasis 2x a day for dry eye which is working; patient had dry eyes prior to the iol implants. She also reports when her eyes move from side to side it feels like the lens is moving. Patient is getting 2nd opinion in may. The suspect iol is not available for return as it remains implanted. No further information is available.